Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that bubbles occurred during fluid exchange making it difficult to perform procedure. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
The lot complaint history was reviewed. This is the third complaint for the finished goods lot; however, it is the first complaint for this issue for this lot. The DHR shows the product was released per specifications. The returned sample was visually inspected and surgical residue along with balance salted solution (bss) crystals was in the fluid path of the manifolds. The trocar was on the infusion cannula tip. The drain bag was cut at the bottom. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The sample was then functionally tested on calibrated constellation console representing the current software version. The sample could prime, tune, and pass intraocular pressure calibration successfully. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. Fluid flowed from bss bottle to the drain bag without any interfering. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. Fluid flowed from the infusion exit port of the cassette to the infusion cannula in the infusion mode. No message code appeared on the screen. Cleaning process was able to be performed after functional test had completed. The sample passed functional and performance testing without any generation of a bubble. After analysis of the returned sample, the root cause of the customer's complaint could not be established as the returned sample met specifications. There were no bubbles observed during root cause evaluation. After investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).